Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient presented after being lost to follow-up for several years. Patient stated they had recently experienced a therapy from their implantable cardioverter defibrillator (ICD) and it had been toning for several months. When the device was interrogated it was discovered the ICD had triggered elective replacement indicator (eri) approximately 2.5 years prior. When interrogated there was missing data and several non-sustained episodes had no egm. It was noted that on the date of the device change out the ep lab nurse was unable to interrogate the device but, interrogation was possible after explant. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.